Event description:
On 12/22: customer reports female, undergoing stent placement procedure when fluoro failed. Physician completed procedure with use of endoscope. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a 3500a medwatch supplemental report form will be completed and sent to the FDA.